Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was consulted for programming assistance to turn off therapy on this implantable cardioverter defibrillator (ICD) system. Review of remote monitoring data showed that therapy was still programmed on, however detection enhancements were disabled and anti-tachycardia pacing (atp) was off. Ts recommended educating the clinic on properly turning off therapy. While reviewing device data, it was discovered that shock impedance measurements were high and out of range (>200 ohms) since (B)(6) 2023. This implantable cardioverter defibrillator (ICD) system remains implanted. No adverse patient effects were reported.